Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range shock impedance measurement of 128 ohms. Episodes of oversensing of noise as well as an increase in pacing threshold measurements was also observed. A micro-fracture of the rv lead was suspected to be the cause of these observations. Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.